Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 520 mg/dl. The customer has not reported any symptoms related to high blood glucose. It was unknown whether the customer was using or not using the insulin pump system within 48 hours of the reported high blood event and whether the auto mode smart guard feather was active or inactive. Troubleshooting was declined by the customer. It is unknown whether the customer continues or discontinues the use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.